Event description:
Baxter reports that the spike of a transfer set was completely distorted like a claw and could not strike. In 2006, the patient was hospitalized for cloudy dialysate. On that day, the patient began antibiotics, rocephin (ceftriaxon) and amklin (amakacin). Five days later, results of an effluent culture showed staphylococcus hominis and staphylocuccus epidermidis. Peritonitis was then diagnosed. The next day, the nurse noticed that the spike was distorted and the device was changed. The patient was discharged from the hospital four days later and has recovered.